Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter's information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization on an unknown date, the prodisc l inserter was broken. There was no procedure nor patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: device history lot . Part number: sfw673r. Lot number: t962316. Manufacturing site: tuttlingen. Release to warehouse date: 07-sep-2011. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H3, h4, h6: investigation summary: investigation selection. Investigation site: zuchwil. Selected flow: 5. Broken . Visual inspection: the visual inspection of the received device has shown that both pins of the movable arm has excessive wear marks, which indicates that this device was used over a long period of time without any issues. The visual inspection has also shown that both pins are slightly bent outward. Furthermore we found a broken pin at one arm without stopper. The broken part is missing. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Summary: our investigation has shown that the complaint condition for the received device is confirmed due to the breakage. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed information was provided. Due to the heavy wear and tear signs, we can assume that this product was often and intensive used. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage of the pin. By the evidence that this device was used successfully over its 8 (eight) years of lifespan and the damages are clearly caused post manufacturing we can conclude that the cause of failure is not due to any manufacturing non-conformance's. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is distributor. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the prodisc l inserter was broken. It was unknown if there was a procedure or patient involvement. This report is for one (1) inserter large. This is report 1 of 1 for (B)(4).